Event description:
It was reported that during a gastric bypass, roux en y, the staples did not form properly resulting in an incomplete staple line. The stomach was oversewn with suture. There was no consequence to the patient.

Manufacturer narrative:
Information anticipated but unavailable at this time.